Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: complaint, during ventilation a difference between the peep set value and the measured peep value. During testing in several modes the failure did not became visible. During test 8.8.1.1.1 service manual, this failed.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: rootcause: defective pressure sensor assembly. Correction: replacement of the defective component.